Event description:
It was reported that pump battery did not charge and charging connection was not recognized even after remaining connected to working outlet and different wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave pump connected to working outlet for at least 30 minutes, to rely on multiple daily injections if pump battery depleted, and to use backup insulin therapy, while technical support arranged shipment of replacement charging cable, wall adapter, and ultimately replacement pump.